Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034 - 2017 - 07136.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is unstable and it was indicated the bearing might be broken. However no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.